Manufacturer narrative:
Material will not be returned; the allegation was not confirmed. As shipped, the material had been manufactured, tested, packaged, and sterilized according to the current manufacturing specifications and passed all manufacturing, tests, visual inspection, and sterilization requirements.

Event description:
It was reported the patient¿s ipg was unable to communicate with external devices. A manufacturer representative confirmed the issue and the ipg deemed inoperable. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.